Event description:
It was reported to philips that the system would not boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that there was a problem with the system boot up. Quotation has not been accepted by the customer, and quotation has been expired. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome. Evaluation method code was corrected.